Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized and given emergency medical treatment due to high blood glucose level and vehicular accident. Customer was hospitalized on (B)(6) 2021. Customer's blood glucose level was 500 mg/dl when customer had met an accident. Customer's blood glucose level was 471 mg/dl when they were taken to the hospital in an ambulance. Customer's current blood glucose level was 400 mg/dl. Customer was treated with insulin drip at the hospital. Customer was wearing insulin pump at the time of vehicular accident and customer did believe the accident was potentially related to high blood glucose level. Customer was not using auto mode feature at the time of incident. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with troubleshooting. Customer stated the insulin pump had damaged in vehicular accident. Insulin pump had worn out on the top of the battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer was reported to have been at 500bg when they had been in an accident in their car. This resulted in a trip to the ER. Medtronic notified aug 30, 2021. Customer reports worn down damage to the pump on the battery side. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0874 inches. History download was successful using thus and carelink upload was successful. The battery compartment has damage. The unit had a small crack on the battery tube threads. No damage noted on the original battery cap. Unit also had minor scratched display window, scratched case, faded end cap address label, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. Device tested ok with no device problem found. Pump was returned due to damage on the battery side. Test analysis indicates damage (physical or cosmetic) is confirmed as damages were found to the battery tube threads (cracked). Other types of damage documented above. Unable to confirm alleged high bgs, device passed all testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. History download was successful using thus and carelink upload was successful. The battery compartment has damage. The device had a small crack on the battery tube threads. No damage noted on the original battery cap. Device also had minor scratched display window, scratched case, faded end cap address label, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.